Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope to olympus for repair due to a report of an air/water leak. Upon inspection and testing of the returned device, it was found that an "e315," scope communication error occurred. This report is submitted due to the "e315" error. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an "e315, unsupported scope" error occurred due to water invasion in the scope connector. In addition, the evaluation found air/water leakage from the scope connector; water invasion in the device; the air/water suction channel was detached, causing flooding of the plug body; angulation was noted reduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 24-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the air/water (a/w) channel became detached in scope connector causing water invasion and video connector board was broken. The likely cause of the detached a/w channel is likely due to stress applied to internal elements by excessive bending of universal cord. However, the root causes were unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscopic image. Precaution for disappeared or frozen endoscopic image. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. - connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. - make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. - do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use warnings and cautions - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.